Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vertebral compression fractures (vcf) level implanted: 3 it was reported that intra-op, balloon tamp ruptured during inflation. The product came in contact with the patient. No patient sympt oms or complication were reported as result of this event.